Manufacturer narrative:
Tracking # 46314. Ees # 976410/j. D5,6; h4: information not available, device not retruned for analysis.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device was jammed. There was no pt consequence.